Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 11/30/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to vaginal prolapse and rectocele. The patient underwent a gynecological procedure on (B)(6) 2008 with recurrent prolapse with enterocele repair due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, and urinary problems. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code 67, 92: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-06010 and 2210968-2013-06012. The same patient is represented in each medwatch. (B)(4). When reviewing the reported information, it was noted that there is a discrepancy between the manufacturing date of lot number 1266777 and the procedure date. Due to legal activity in this matter, and because all contact must go through legal counsel or their respective representatives, wcq cannot perform a follow-up to the customer/patient to clarify these details. Therefore, the information that was reported will be submitted in the medwatch. If any additional information is made available, this file will be updated accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.